Manufacturer narrative:
Disassembly and visual inspection of the associated device (B)(4) noted the driveshaft assembly was damaged. This may have potentially caused the reported event as damage may limit the design function of the device. The affected driveshaft assembly was replaced and the drill repaired. As the bur could not be identified and that only a partial piece of a bur was returned, further evaluation of this partial piece of bur was not possible.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.